Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that five days post implant of the right ventricular (rv) lead it was found that the patient experienced tamponade due to perforation of the ventricular septum. It was noted that there was blood in the pericardial sac. The lead was removed and will be replaced in the future. No further patient complications have been reported as a result of this event.